Event description:
It was reported that an hour post implant, there was vf detection due to noise. The issues appeared to resolve, but several days later the device was explanted. The surgeon noticed blood in the grommet area and the seal was not closed completely. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the implantable cardioverter defibrillator (ICD) was returned and analyzed. Analysis findings demonstrated grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions ((B)(4)) have been implemented to address this issue.